Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found foreign material lodged at the connecting tube during evaluation; however; the customer returned the device without reprocessing due to the leakage issue which caused the foreign material to remain in the nozzle. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material lodged at the connecting tube. Additionally, the following findings were noted: a pinhole leak in the air/water channel, the light guide bundle was detached and as a result, there was a decrease of output light. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was leaking equipment on their evis exera ii gastrointestinal videoscope. Inspection and testing of the returned device found foreign material lodged at the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.